Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "sleeve is stuck" was confirmed. During service the device was found with the disconnect sleeve stiff. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the sleeve is stuck. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.